Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and the atrial pacing capture threshold was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pacing lead (ipl), the lead impedance has decreased every device checkup. A lead alarm triggered for impedance. Ipl impedance indicate as low. It was also reported that pacing threshold increasing. An attempt to change lead polarity settings was made however patient experienced twitching. The polarity setting was changed to bipolar, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.